Manufacturer narrative:
The insulin pump motor error alarm during rewind due to corroded motor home switch. Analysis was unable to perform the displacement test and verify excessive no delivery alarm due to motor error alarm. The pump had extremely scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had motor error alarm and no delivery alarm. The blood glucose at the time of the incident was 138 mg/dl. The customer states the drive support cap appears normal and was not exposed to a high magnetic field. The customer states they are able to complete the rewind. The customer states they cannot read the right side of the screen, due to damaged display. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.